Event description:
When preparing IV tubing nurse attempteed to join the trifurcated tubing and clave connector. The connection did not stop twisting as it should. The clave connected to the med port continued to twist and would not stay tightened for closed connection as designed. This could lead to a loss of IV sight related to blood flowing back in the line, a loss of fluids running through the line and/or an infection could occur from this not being a closed system. Also a possible disconnect could lead to severe blood loss in our patient population (nicu).another PICC med port on another patient was backing up with blood, and then the main port began to back up as well. PICC was flushed without difficulty. When the trifurcated set was flushed, tpn and lipids sprayed from the blue clave connector. New trifurcated set and blue clave were flushed and reattached to the PICC. No blood return noted.======================manufacturer response for 1. IV trifurcated extension set 2. Clave connector, (brand not provided) (per site reporter).======================I had to leave messages. I am waiting to hear back from them.what was the original intended procedure?IV fluid tubing.